Manufacturer narrative:
A4: unk, a5: unk, a6: unk, b3: unk, h6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens implanted upside downt. The lens was removed and replaced within the initial surgery with the back-up lens. The problem was resolved. Cause of the event was reported as unknown.